Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device developed an initial exterior crack followed by an additional crack, while remaining operable and without impact to blood glucose control. Symptoms included no adverse clinical effects. Outcomes included no medical intervention, no emergency treatment, and no hospitalization. Investigation included collection of photographs with receipt and inspection of the returned device. Investigation of this case revealed a cracked display housing consistent with physical damage to the device¿s screen assembly, with the device otherwise functioning. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage unrelated to device malfunction.